Manufacturer narrative:
(B)(4) . Based on the information provided by the foreign distributor, carefusion technical support determined that the reported issue was mostly likely caused by a malfunctioning turbine. The foreign distributor was shipped a replacement turbine to repair the device and return it back into service. In addition, carefusion issued a returned goods authorization (rga) number to the foreign distributor for the return of the alleged turbine for evaluation. As of 05/21/2015, the alleged faulty turbine has not been received.

Manufacturer narrative:
The carefusion failure analysis technician evaluated the turbine assembly and turbine interface board and immediately reproduced vent inop and motor fault error. Switched out the turbine interface board with a known good turbine interface and the problem was solved. Further investigated the complaint by testing the received turbine interface board with a known good turbine and the complaint was reproduced. Viewed the events log and found checksum error in turbine eeprom error recorded. Findings/root-cause: reported problem was duplicated and isolated to the turbine interface board. This issue is addressed in an internal correction.

Event description:
The foreign distributor in (B)(6) reported that the unit had a motor fault and vent inop alarm message. No pt involvement.